Manufacturer narrative:
Result - zoom board.

Event description:
It was reported that the fowler would not lay flat due to a damaged fowler finger.

Event description:
It was reported that the zoom would not disengage.

Manufacturer narrative:
Follow-up submitted as investigation determined the fowler would not lay flat due to a bent fowler finger.